Event description:
A consumer reported that the following intraocular lens (iol) exchange surgery, he continues to experience uncorrected astigmatism. Medical records were requested and received. According to the medical records, the intraocular pressures (iop) began to steadily rise following the iol exchange procedure despite treatment with medications. The last recorded iops were in the 25-30 mmhg range. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the replacement iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/08/2010, 02/09/2010, 02/23/2010, 02/25/2010, 02/26/2010, and 03/30/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 03/03/2010. (B) (4). (B) (4).